Event description:
Customer reported that the external piece of the drain broke while the pt was being recovered post operatively. The drain was being "miled" at the time of the event. A portion of the initial drain was still externalized on the pt. Another piece of tubing was attached to the externalized piece. The drain was allowed to remain in place until it was removed as scheduled. No adverse pt events are reported.